Event description:
It was reported that the customer received a failed self test alarm 15 times. The customer stated that he received a sensor error and then the failed test alarm afterwards. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the alarm did not occur during the rewind or prime sequence. Advised customer that the insulin pump would need to be replaced and that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
There was no alarm during self test noted. The insulin pump had minor scratched display window. The test mini link transmitter communicates properly to the pump. There was no unexpected sensor error alarm noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.